Event description:
On (B)(6) 2011, father and pt reported infusion set leaks insulin when large boluses of 20 units are delivered. Pt believes the leaks originate in the headset, and he discovered the leak when his shirt was wet. This has occurred 5-6 times in the previous few weeks. Pt will deliver large boluses in 2 increments 5-10 mins part, and this will prevent leaks of insulin. Pt does not hear an audible click when the infusion tubing is connected to the headset. Infusion headsets are inserted using an insertion device. Pt rotates his infusion sites, and there is no scar tissue in the area. The infusion luer lock is tightened properly, and the infusion sets are not damaged. Infusion sets were replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.